Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The stretched stent could not be confirmed as it was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints. The investigation was unable to determine a cause for the tip separation. It may be possible that after deployment of the stent, the tip became caught on the stent implant during retraction resulting in stent elongation and tip separation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right superficial femoral artery (sfa). A 6.0x120cm supera peripheral stent (ses) was implanted; however, during removal of the system, the stent elongated. When the delivery system was removed, it was noted that the tip of the device broke off inside the anatomy. The tip was retrieved using the guide catheter and guide wire. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.